Manufacturer narrative:
Corrections to initial report: the date of awareness has been updated to 02 dec 2025. Device problem coding has been updated to correctly reflect the device issue.

Event description:
It was reported to the manufacturer that a trilogy ev300 ventilator was reported to have failed active exhalation control module testing during pre-testing. It was reported the ventilator is sent for bench repair of replacement of the 3-way solenoid and proportional valves. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.